Event description:
On 28 mar 2008, after reviewing the product returned part, it was identified that the screw did not engage with hexobular tip and not that it was worn as previously reported on 28 nov 2007 by the distributor. This malfunction has been previously reported. There was no reported pt contact.

Manufacturer narrative:
Product is an instrument and is not implantable. The results of the device history record review indicate the part met specification. The functional inspection of the returned instrument indicates the driver did not engage with screw. The investigation has concluded that the event is from improper loading onto the screw by the user.